Manufacturer narrative:
Occupation: occupation is lay user/patient. Country of origin is (B)(6). The customer¿s strips and meter were returned for further investigation. The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range = 2.4 - 3.0 inr) qc 1 = 2.8 inr, qc 2 = 2.8 inr, qc 3 = 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 2.9 inr and within an hour the laboratory result was 2.14 inr. The patient went to the hospital that day with abdominal pain/suspected appendicitis. The suspicion could not be confirmed; the patient had "increased erythrocyte values". The patient did not go to the hospital because of the meter reading. The patients therapeutic range is 2.0-3.0 inr and tests once a week. There was no allegation that an adverse event occurred.